Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate and loss stimulation. It was noted that the leads had migrated, and one contact was out. The patient underwent a revision procedure wherein one of the leads was replaced and that the patient was doing well postoperatively. The explanted lead will not be returned.